Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation, as no log files were submitted for review. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported low flow alarms, right heart failure, and hypotension could not conclusively be established through this evaluation. The patient ultimately expired due to a hemorrhagic stroke on (B)(6) 2022, and the pump was not returned for evaluation (related MFR# 2916596-2022-00775). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), is currently available. Section 1 "introduction" of this document lists right heart failure as an adverse event that may be associated with the use of heartmate ii lvas. Section 1 also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Additionally, section 6, ¿patient care and management¿ (under "postoperative patient care"), cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Heartmate ii lvas patient handbook, section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once heh manufacturer's investigation is complete.

Event description:
It was reported that upon arriving to the intensive care unit (ICU), after implant, the patient experienced profound hypertension and had intermittent low flow alarms. Intravenous (IV) support was increased and the patient was placed on a right ventricular assist device (rvad). During the rvad placement, the patient crashed and was emergently placed on cardiopulmonary bypass (cpb). When the surgeon re-opened the patient, the patient's vein tore, which caused their mean arterial pressure (map) to be in the 20-30 range with low flows that lasted for 20-30 minutes. Their right ventricle (rv) remained weak but the patient became slightly more stable.